Event description:
It was reported to tyco healthcare/kendall that a customer experienced a problem with the continuous feeding set. Customer reports that the continuous feeding set was involved in the fatality of a pt. There are no details available however a criminal investigation is underway.